Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unk date after the use of the product.

Manufacturer narrative:
This is one of two device reports related to this event. Associated MFR report numbers are 1225714-2013-03030 and 1225714-2013-03031.

Event description:
Additional information received noted that the patient's experience was sudden in nature, and the patient expired on the same day, which s alleged to have been caused by the decedent's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one event for the same pt involving two separate products; associated MDR #1225714-2013-03031.